Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. The returned device consisted of a rotalink burr catheter attached to an advancer with a partial rotawire in the device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined where numerous kinks were observed. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. In addition, the coil was noted to be stretched. Functional testing was performed with a test rotawire and was attempted to be inserted into the burr tip where it would not pass the damaged coils inside of the burr. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged burr. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on additional information received 28may2019. It was reported that the burr sheared off the rota floppy wire. A rotawire and rotablator burr were selected for use. During preparation, upon testing the burr outside patient's body, rotational speed was set to 170,000rpm. However, it was noted that the rotawire was sheared off after depressing the foot pedal. It was confirmed that there were no fragments left inside the patient's body as the end of the wire was simply pulled out by gripping it close to the copilot system. A completely new device was then used and the procedure was uncomplicated thereafter. No patient complications were reported.